Event description:
It was reported by the implantable cardiac monitor (icm) patient that the device didn't work. The patient reported that 'something was wrong with them and almost died' however they were not informed.  The icm remains in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.